Event description:
A female with a previous history of hypertension had a preoperative notation of an angled proximal neck but with anatomical form that was considered suitable for endovascular therapy. In 2008, the aaa repair went as labeled. When the radiopaque marker at the proximal end was extremely close to the renal arteries, but angiography after deployment of the suprarenal stent did not confirm the main body was deployed too high and renal covered. After the last sealing with a lock balloon, the angiography confirmed the left renal artery was covered. After the deployment of all stents, blood leakage from the hemostatic valve occurred (1820334-2008-00676). An 8 french sheath was inserted into the hemostatic valve to stop the blood leakage but the leak persisted. Another MFR's balloon catheter was inserted from the right femoral artery and delivered to the left renal artery. The graft at the origin of the left renal artery was pushed aside by the expanded balloon and another MFR's stent was placed. Because the blood kept leaking during this procedure, total hemorrhage volume was 1500cc and blood transfusion of 800cc was performed. Confirmatory angiography confirmed enough blood flow to the left renal artery and the procedure was completed.

Manufacturer narrative:
Event evaluation: still under investigation.